Event description:
Stryker lifepack 15 failed to obtain accurate blood pressure reading on patient in hemorrhagic shock. It gave a falsely elevated blood pressure reading, leading to a delay in administration of blood products. Have had frequent and recurrent issues with these machines achieving accurate blood pressure readings. Inaccurate blood pressure readings in a patient in hemorrhagic shock, led to potential 20 minute delay in administration of blood products.